Manufacturer narrative:
The reported complaint of the catheter disconnecting could not be confirmed. Without the return of the sample or photo/video, an investigation could not be performed and a probable cause could not be determined.

Event description:
The event occurred on an unspecified date involving a 7" (18 cm) appx 0.70 ml pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer where the customer stated that the catheter pulls out once it¿s on. There was unknown patient involvement, unknown patient harm and unknown delay in therapy.